Event description:
Reporter stated that caller from account reported that the volume and specific gravity lcds on station 1 of the unit showed only partial characters. Reporter had user press on and rub surface of lcd display window with her thumb. Full characters appeared, resolving the issue, so the unit was not swapped out. No pt involvement. 10/23/96.